Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's health care provider reported via phone call that the insulin pump's keypad was unresponsive. Blood glucose level at the time of the incident was not provided. Caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.